Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The first implanted clip referenced is filed under MFR # 2024168-2018-01296.

Event description:
This is filed to report the single leaflet device attachment (slda) during the second procedure. It was reported that on (B)(6) 2018, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted and the mr was reduced from grade 4 to grade 2. On (B)(6) 2018, it was noted that the clip had detached from the posterior leaflet, remaining attached to the anterior leaflet, and the mr had increased to grade 3. The patient underwent a second mitraclip procedure on (B)(6) 2018. Mr was noted to be grade 4. Two additional clips were implanted; however, it was noticed that about 5 minutes after deployment, the second clip detached from the posterior leaflet, remaining attached to the anterior leaflet. A third clip was deployed and mr was reduced to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.